Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged touch screen cracked/shattered/scratched issue was verified, but the usb cable not charging issue could not be verified.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.